Manufacturer narrative:
All product features corresponded with the valid specifications of the (B)(4) at the time period, when the product was delivered to the customer. No further information was provided. The cause could not be investigated. The report is delayed due to inconsistencies with regard to foreign event reporting to FDA. After re-evaluation of the complaint we determined that it is reportable. We have addressed the inconsistency in reporting foreign events to FDA through (B)(4).

Event description:
Breakage of assembly between femoral stem and articular component.